Manufacturer narrative:
Complaint conclusion: as reported, during an endovascular aneurysm repair (evar), the 5f 110cm 6 sidehole (sh) marker band super torque angiographic catheter probe broke off inside the patient, and a marker ring detached from the probe. There were no reports of patient injury. The surgeon had requested to use the 5f probe when this incident occurred. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18338737 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " marker band (supertorque mb) dislodged and catheter (body/shaft) separated" could not be confirmed. As per the instructions for use (IFU), the contraindications listed denote the following: do not use the super torque mb catheter in procedures where entrapment of the catheter between endovascular devices and the vessel wall may occur, for example endovascular aortic repair (evar) procedures. Using the catheter in these types of procedures can move/dislodge the marker band, and further manipulation can also lead to a separation of the catheter. This event is considered a violation of the IFU and as such, off label usage. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular aneurysm repair (evar), the 5f 110cm 6 sidehole (sh) marker band super torque angiographic catheter probe broke off inside the patient, and a marker ring detached from the probe. There were no reports of patient injury. The surgeon had requested to use the 5f probe when this incident occurred. The device will not be returned for evaluation.